Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the asymptomatic patient presented for normal follow up when externalized conductors were observed via diagnostic imaging. It was also reported that the filament wires unwound at the top came loose and was approaching near the lungs. Device was turned-off, and entire system was explanted without replacement. The patient was fine following the procedure.

Manufacturer narrative:
A partial lead with the lead tip measuring 48.1cm was returned for analysis. External insulation abrasion was noted at 34.1-34.8cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 8.6-9.8cm from the distal tip. The etfe coating was intact at this location.